Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "broken probe" malfunction would likely be related to the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) probe check was subsequently conducted with the probe cracked, resulting in a probe breakage error (u601) (detected during probe check). 5) during cleaning, a load was applied to the probe, causing it to break. The event can be prevented by following the instructions for use which state: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the front-actuated grip probe had fallen and was broken. There were no reports of patient harm.